Event description:
Pump keeps malfunctioning and turns off. No adverse event occurred because of the malfunction lot number and expiration unk. Dose or amount: 10gram, frequency: weekly, route: subq. Dates of use: (B)(6) 2016 to present.